Manufacturer narrative:
Site rt was unable to provide patient demographics. On 07/22/2016 a medtronic field service engineer changed the system's gantry and rotor motion controllers. O-arm worked with no issues until it was plugged it into the s7 system, then the motions stopped. The user disconnected the s7, reconnected it, and the o-arm had motion again. O-arm motion would intermittently not work. Instead of fixing this system, the site opted to replace the system with a newer model of o-arm.

Event description:
A site rt reported that the gantry will not move in any direction during a spinal surgery. They used their loaner o-arm to complete the surgery, 15 minute delay to the case. No harm to the patient.

Manufacturer narrative:
Analysis on the suspect rotor control box was completed. The control box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.